Manufacturer narrative:
09/07/2017 (B)(4): the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and the membrane. The sheath, pressure tubing and the extension tubing were also returned. An underwater leak test of the balloon, catheter and y-fitting was performed and two leaks were detected, one leak on the membrane approximately 4.8cm from the rear seal measuring 0.04cm in length and another leak was detected through the channel in bond of the tip. The evaluation confirmed the reported problem. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We are unable to determine when leak on the tip seal may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) catheter therapy started on ami patient. There was an alarm generated at 14:15pm and blood was found in iab catheter due to leak. Moderate calcification was noted in the patient vessel. There was no injury or harm to patient.

Manufacturer narrative:
09/08/2017 08:25 am (gmt-4:00) added by (B)(6): correction: returned to MFR changed from 07/27/2010 to 07/27/2017.

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) catheter therapy started on ami patient. There was an alarm generated at 14:15pm and blood was found in iab catheter due to leak. Moderate calcification was noted in the patient vessel. There was no injury or harm to patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) catheter therapy started on ami patient. There was an alarm generated at 14:15pm and blood was found in iab catheter due to leak. Moderate calcification was noted in the patient vessel. There was no injury or harm to patient.